Event description:
It was reported that during a low left colon resection involving the circular stapler, the safety lever of the stapler was broken likely due to incomplete closing caused by the presence of excessive tissue. Although the blade worked, but the stitches were being shot open, the staples were not formed b shaped but a bit linear. Suturing was performed as a replacement for the staple line. A protective stoma creation was necessary. The surgical time was extended for one hour as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.